Event description:
2001 new info added by rn. Rn states a brown fleck was noted in the tubing after use. Surgery was laparoscopic cholecystectomy three days prior. Pt had received toradol, demerol, and ancef during the procedure. Came to ER 4 days after surgery for pain and redness and the IV site. ER diagnosed probable cellulitis and started warm packs and keflex. Pt recovered completely with no further incident. The hosp infection control dept cultured the set and fluid. The culture was negative per rn. They have saved the tubing and now want the partricle analyzed.